Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned intact (not severed) with the helix in retracted position. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this integrated bipolar right ventricular (rv) lead was unable to be successfully implanted due to cross talk oversensing (atrial signals sensed in the rv lead) that caused over 2 seconds of pacing inhibition. This rv lead was repositioned, but the issue remained. Subsequently, a dedicated bipolar non-boston scientific rv lead was used as replacement and the implant procedure was completed. This rv lead was returned for analysis and no adverse patient effects were reported.

Event description:
It was reported that this integrated bipolar right ventricular (rv) lead was unable to be successfully implanted due to cross talk oversensing (atrial signals sensed in the rv lead) that caused over 2 seconds of pacing inhibition. This rv lead was repositioned, but the issue remained. Subsequently, a dedicated bipolar non-boston scientific rv lead was used as replacement and the implant procedure was completed. This rv lead is expected to be returned for analysis and no adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.